Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for the following microbes. [First time; (B)(6) 2021]. All channels: -bacillus spp. Mésophiles (3 cfu/endoscope). -micrococcaceae (2 cfu/endoscope). [Second time; (B)(6) 2021]. Instrument channel: -coagulase-negative staphylococci (1 cfu/endoscope) .-micrococcaceae (3 cfu/endoscope). Suction channel: -unspecified microbes (<1 cfu/endoscope). Air/water channel: unspecified microbes. -coagulase-negative staphylococci (3 cfu/endoscope). -micrococcaceae (12 cfu/endoscope). Auxiliary water channel: unspecified microbes: -bactéries gram positif (1 cfu/endoscope); -micrococcaceae (3 cfu/endoscope). The testing result didn't clear the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate. -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; december 23th, 2020]. All channels: enterococcus casseliflavus (3 cfu/100ml) [second time; january 21th, 2021]. -all channels: pseudomonas aeruginosa, enterococcus casseliflavus, escherichia coli (total: 78 cfu/100ml) [third time; february 21th, 2021] all channels: pseudomonas aeruginosa (18 cfu/100ml) there was no report of infection associated with this report. If significant additional information is received, this report will be supplemented.